Manufacturer narrative:
The device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, following microbes were detected from four of the five samples collected from the device. Second sample aerobic colony count: 3. Third sample aerobic colony count: 2. 4th sample aerobic colony count: 1. 5th sample aerobic colony count: >100. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The customer reported that the device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg after manual cleaning. The device has not been returned to omsc but was returned to olympus europa (B)(4). (B)(4) evaluated the device and confirmed as follows; the light guide lens was cracked. The adhesive additionally applied around the light guide lens and the objective lens were partially missing. The distal end cap was cracked. Dirt that was difficult to remove was attached to the suction cylinder. (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air / water channels of the device. The testing result cleared the german guideline. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.